Event description:
It was reported that following a laparoscopic ventral/incisional hernia repair procedure, the anchors of the device did not fixate. The pt underwent a second surgery the following day to repair the lower reherniated section of the initial repair.